Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels due to the cartridges running out of insulin as expected. Customer did not provide any additional information and declined further troubleshooting with tandem technical support.